Event description:
It was reported that in performing a robotic-assisted right tka, a batch of simplex cement with gentamycin was mixed in a zimmer mixer without vacuum (otherwise mixed as directed in the IFU). After mixing, the cement was adhering to the surgeon's gloves. Due to concern with the cement's behavior, surgeon had used a other cement, which performed exactly as expected. Rep reported that the simplex with gentamycin is stored in a temperature and humidity controlled environment with the parameters within the recommended range for the cement. Rep reported an approximate 10 minute surgical delay, and that x-rays, medical records, and other information are not available due to hospital policy. Delay in surgery: 10 minutes